Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days post implant of this 23mm aortic bioprosthetic valve the patient was hypoxic and required bilevel positive airway pressure (bipap) therapy and ultimate re-intubation. Respiratory cultures were positive for serratia marcescens and klebsiella pneumoniae, and antibiotic treatment was initiated. The patient developed persistent fever with leukocytosis and lactic acidosis. Antibiotic therapy continued for pneumonia which progressed to hemodynamic instability requiring pressor therapy. Due to persistent hypoxemia, ultrasound was performed and was positive for deep vein thrombosis, and the patient was given anticoagulation treatment. Eleven days post implant, transthoracic echocardiogram (tte) showed a well seated valve with trace aortic insufficiency and aortic valve endocarditis. Eighteen days post implant the 23mm valve, a re-do aortic valve replacement (avr) was performed. Prior to the surgery the surgeon citied an 80% chance of mortality due to the patient's overall ill condition. The 23mm valve was examined intraoperatively, thrombi and vegetations were present on the non-coronary leaflet and paravalvular leak (pvl) was present at the right and left commissure. The 23mm aortic bioprosthetic valve was explanted and replaced with a 23mm aortic root bioprosthesis with no pledgets due to the infection. It was reported that separating from cardiopulmonary bypass (cpb) was very difficult and due to underlying sepsis, malnourishment, and multiple cytokine storm the patient was not a candidate for any ventricular assist device or extracorporeal membrane oxygenation (ECMO). The patient was transferred to the cardiac surgical unit in critical condition with a systolic blood pressure of 50mmhg, no further attempts at resuscitation were deemed appropriate and the patient expired due to cardiogenic shock. No autopsy was performed.